Event description:
The plaintiff, alleges while working as an rn was exposed to latex gloves. The plaintiff alleges has suffered from inter alla urticaria, hand dermatitis, allergic rhinitis, itchy and watery eyes, chest congestion, and dyspnea (wheezing and asthma). Plaintiff further alleges has been diagnosed as suffering from type-1 latex allergy and is at risk of suffering anaphylactic reactions when comes into contact with many different commonly used products which contain the natural latex protein. Furthermore, the plaintiff alleges has suffered severe and irreversible latex allergy, and is restricted in entering any environment where they are exposed to latex proteins, entering such environments puts the plaintiff at serious risk for anaphylactic reaction. The plaintiff alleges must live life in constant vigillance for the presence of latex products, avoiding everday common products that contain latex. The plaintiff also alleges they are restricted in life as to where they can go, and what they can do with life, with career, and with family. Furthermore, the plaintiff alleges finds it difficult to seek medical and dental care, and entering a non-latex safe environment in a hosp, for any purpose, is a health hazard. The plaintiff alleges that has suffered and will continue to suffer in the future, emotional distress, and an inability to engage in normal activities. The plaintiff also alleges that has suffered physical injuries, as well as despair, and loss of enjoyment of life, and all of which are of a permanent and continuing and life threatening nature. Finally, the plaintiff alleges that has suffered great loss and depreciation of earning capacity and will continue to suffer same for an indefinite time in the future.